Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death is unknown. The caller stated that the customer complained about having gout and having low blood glucose, on and off. The customer had kidney disease; only 56 percent of her kidneys were functioning. The customer had heart disease; had an open heart surgery eight years ago. The customer's blood glucose, at the time of death, is unknown. The last recorded blood glucose value was 129 mg/dl, on (B)(6) 2015, at 2:06am. The customer was wearing the insulin pump at the time of death. The caller stated that the paramedics took the insulin pump with them; however, the caller will try to retrieve it. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.

Event description:
The spouse of the customer stated that the customer fell in the hallway while trying to pull off panels of air conditioning unit. Upon arrival, the paramedics pronounced the customer deceased. The spouse of the customer stated that he doesn't feel the customer's death was diabetes or insulin pump related.